Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision on right knee due to infection. The case report form indicates this event is definitely not related to devices or procedure.

Event description:
It was reported from the clinical database for the knee replacement study that a patient experienced a revision surgery of a tibial implant of the right knee due to infection. The patient presented to the emergency room with an infection of the right total knee arthroplasty he was taken to the or for incision and drainage/debridement (I&d) and replacement of the tibial insert. The event is noted to be resolved with the revision. There is no allegation of device problems or malfunctions. All information is supplied by the clinical database.

Manufacturer narrative:
After further review of additional information received, have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. It is a known complication that there may be superficial or deep infections with joint devices. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Infection is found to be one of the most serious complications after total knee arthroplasty. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. Sterility certificates cannot be researched, as the serial number is not provided. The most likely cause of the revision surgery of knee components is due to patient underlying conditions. This device is used for treatment, not diagnosis. No information has been provided. All information is provided from clinical database. With out serial numbers unable to provide expiration date & device manufacture date. Corrected data: no device evaluation pending.